Event description:
The customer reported that a one quarter cup clear fluid, described as diluent, was present under the front of the coulter act diff analyzer, after having the instrument serviced early in the day. The customer observed the fluid coming from the connection where the flangeless fitting was screwed in, under the sweepflow spool. A beckman coulter inc. Field service representative stated that the previous service visit was unrelated to area described by customer in this event and that instrument was fully operational upon leaving the site, with no leak present. The healthcare worker interfacing with the instrument was wearing personal protective equipment (ppe) consisting of gloves and a gown. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved by the customer. The customer tightened a fitting where the flangeless fitting is screwed in, under the sweep flow spool, resolving the issue. The instrument was returned into service after completion of the verified repairs. The failure mode for this event was a specific loose fitting. No erroneous results were generated however this failure mode has the potential to cause erroneous results upon recurrence. (B)(4).